Event description:
It was reported that a spectrum pump has a system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and evaluated. Evaluation was unable to reproduce the reported system error 105, however review of the history log confirmed the reported symptom. Evaluation found that the motor was seizing intermittently which is known to contribute to the reported symptom. The motor assembly is replaced.